Event description:
Customer alleges (B)(6) d-dimer results with 3 samples while running a plasma to (B)(4) study: sample number: 8310, plasma: 501, whole blood: 280. Sample number: 8325, plasma: 446, whole blood: 232, sample number: 8232, plasma: 471, whole blood: 232. Customer uses a cutoff of 400 to determine positive d-dimer results. This (B)(4) study was run using 2 triage meters. Results from the other meter (B)(4) have been reported on MDR number 2027969-2012-000535.

Manufacturer narrative:
Investigation pending.